Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was observed. The shocking vector was reprogrammed and monitoring will continue. The patient condition was fine after the programming changes were made.